Event description:
Reported "blood inside balloon." Update received 04/21/2011 stated that pt death is not a result of the iab.

Manufacturer narrative:
Product condition received. The product was returned with membrane completely unfolded and the blood on the interior and exterior of the catheter. The extracorporeal tubing was not returned. Product evaluation: an underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and one leak was detected on the membrane approximately 1cm from the rear seal measuring 0.025cm in length. Conclusion: under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of a abrasion mark which is caused by calcified plaque in the aorta. Internal file: (B)(4).